Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is prior to (B)(6) 2026. Section d4: model number: unknown, as the serial number was not provided. The best estimate is that the lens was a zcu model. Section d4: catalog number: unknown, as the serial number was not provided. The best estimate is that it was a zcu lens. Section d4: serial number: unknown, as information was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted; give date: unknown/information not provided. Section d6b: if explanted; give date: unknown/information not provided. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was implanted, following which the patient experienced a refractive surprise and blurry vision. The lens was placed on axis with yielded twice the amount of astigmatism in refraction. Due to the unexpected refractive outcome, the lens was explanted and replaced with another johnson & johnson toric iol based on updated iol master calculations. The replacement procedure resulted in a good visual outcome. No further information was provided.